Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a popliteal artery aneurysm with gore® viabahn® endoprosthesis with propaten bioactive surface. The first two devices were advanced and deployed without incident. A third device was advanced and deployment was initiated, however the deployment line was reportedly not able to be pulled completely, and approximately 1 cm of the device remained constrained. With some extra pulling, the device did expand fully, but reportedly the deployment line did not release fully from the hub, possibly still attached to the endoprosthesis. This resulted in the third endoprosthesis to allegedly be separated from the second one. The segment of the deployment line of the third device that was outside of the sheath, was cut. The remaining deployment line was retrieved by means of inserting a balloon to hold the third device in place, while the remaining deployment line was pulled out, with additional force from the endoprosthesis. Another stent was advanced and deployed to bridge the second and third endoprostheses together. There was no adverse outcome for the patient.

Manufacturer narrative:
Investigation summary: results code 2: 213: the engineering evaluation stated the following: the delivery catheter, the deployment knob, and the deployment line were returned. The deployment line was attached to the knob and appeared to be caught within the catheter as the deployment knob could not be moved further and it was not detachable from the hub. The deployment line appeared to be cut with approximately 14cm coming from the transition. The remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Conclusion code 1 updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a popliteal artery aneurysm with gore® viabahn® endoprosthesis with propaten bioactive surface. The first two devices were advanced and deployed without incident. A third device was advanced and deployment was initiated, however the deployment line was not able to be pulled completely, and approximately 1 cm of the device remained constrained. With some extra pulling, the device did expand fully, but the deployment line did not release fully from the hub, possibly still attached to the endoprosthesis. This resulted in the third endoprosthesis to be separated from the second one. The segment of the deployment line of the third device that was outside of the sheath, was cut. The remaining deployment line was retrieved by means of inserting a balloon to hold the third device in place, while the remaining deployment line was pulled out, with additional force from the endoprosthesis. Another stent was advanced and deployed to bridge the second and third endoprostheses together. There was no adverse outcome for the patient.